Manufacturer narrative:
Concomitant products: trufill dcs orbit coil; boston scientific sl10 str microcatheter. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR report #1058196-2011-00007 and #1058196-2011-00008.

Manufacturer narrative:
Based on the additional information received, there is no indication that the adverse event reported is related to the enterprise stent in this complaint file. The adverse event has all ready been captured against the orbit coil. This pi is being closed/voided. This is one of two products used during the same procedure. Please reference MFR. Report #1058196-2011-00007 and #1058196-2011-00008.

Event description:
The report received from the affiliate indicated that the patient was in a clinical study (B)(4). The report indicated that during a stent assisted coil embolization, the physician used a planned jailed technique with the enterprise vdr stent. The target lesion was a ba-top which was reported to be not calcified and tortuous. The physician then changed from a jailed technique to a trans-cell technique. While placing the second to last coil which was an unknown trufill dcs orbit, the distal end of the boston scientific sl10 str microcatheter came out of the aneurysm. Slight bleeding of the aneurysm was observed. Additional coils were placed continuously to control the bleeding. The procedure was completed successfully. There was no reported impact to the patient's condition. The patient had no reported neurological deficit upon examination and was in stable condition. Additional information received indicated that the bleeding event was considered a rupture of the aneurysm. The adverse event was reported to not be related to the enterprise vrd stent or to the trufill dcs orbit coil. It was not known how many total coils were implanted. It was not known if the event was related to the study procedure.